Event description:
It was reported to philips that a disk space error prevented x-ray imaging on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reghosted the system. Follow-up work was scheduled. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).